Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the balloon was well folded. The stent is positioned well between the x-ray markers and not deformed. Upon inflation water was seen to emerge from the guidewire exit port. Both, the inflation lumen and the guide wire lumen were found to be sliced open, starting at the proximal part of guide wire exit port. This damage pattern is consistent with earlier tests where the guide wire exit port was lying outside of the guiding catheter, making it possible to spread apart the guide wire and the instrument. Based on the results of the investigation it seems likely that the root cause for the complaint event is related to the handling with the device during the preparation for or during the procedure. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the results of the investigation it seems likely that the root cause for the complaint event is related to the handling with the device during the preparation for or during the procedure.

Event description:
The pro-kinetic energy stent system was selected for use. After positioning the device in the lesion the balloon could not be inflated. After removal a leakage at the shaft was detected.